Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event did not occur while in use with a patient; there was no patient injury.

Event description:
It was reported that acu power strobe failure was experienced.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was broken. A review of the event history log identified auxiliary control unit (acu) power strobe errors. During functional testing using multiple occlusion tests was unable to duplicate the reported issue. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the main board as a preventative measure. Additional information b5 and h6 patient code.

Event description:
Additional information received confirming there was no patient involvement.